Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026 no relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).